Manufacturer narrative:
Device manufacturer name: replace baxter healthcare corporation with baxter international inc. Device avail. For evaluation? Replace yes with no and remove (B)(6) 2024 as the date returned to manufacturer. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the left lines (tubing) of an amia automated pd cycler set "popped out" of the cassette which resulted in a leak all over the floor. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
. H11: the device was received for evaluation. A visual inspection with the naked eye noted the heater bag tubing separated from the cassette port. There was evidence on the heater bag tubing indicating the tubing was positioned onto the cassette port. The separation would cause a leak. The reported condition was verified. The cause of the separation could not be determined, however a strong tug on the tubing during use could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.